Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was repositioned due to high pacing thresholds. No adverse patient events were reported. Should additional information be received, this file will be update.